Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was found at 14.6-14.8cm from the connector pin, consistent with lead friction to the ICD can, but the etfe coating was intact at the same location. There fre, the anomaly reported from the field could not be confirmed.

Event description:
It was reported that an alert for possible output damage was observed. It was noted that there was low hvli and increased pacing lead impedance. A previous interrogation showed a possible high-voltage lead issue. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.